Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found visually, there was biological contaminant on the distal tip of the device. A syringe was used to inject 15-cc of air into the cuff balloon and the balloon failed to fully inflate and gradually deflated over time which would have resulted in the reported event. A leak test was performed to locate the position of the leak and bubbles (leakage) occurred at the proximal end of the balloon. Under magnification, a puncture was located on the proximal end of the balloon, distal to the blue and blue with white stripe electrode contacts. Electrically, for additional analysis, resistance from end to end shall be less than 200 ohms and the actual measurements were 20.4 ohms (blue), 19.3 ohms (blue with white stripe), 15.2 ohms (red), and 18.9 ohms (red with white stripe) in which all the electrodes were in specification. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroid surgery, before the operation, when the balloon was inflated, it could not be filled. It was found that the balloon was leaking and the cuff was leaking. The air leakage was obvious. Therefore, the tube was pulled out and another endotracheal tube was inserted into the patient's body. The procedure was extended for 20 minutes. No patient injury.